Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to the physician cut this rv lead in half after tying down. This rv lead was replaced with same model, not implanted and will not be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith efforts were made to retrieve the lead; however, the lead will not be returned. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event. This report is being submitted to correct the device codes field (f10) in section f, for use by uf/importer and device codes field (h6) in section h, device manufacturers only.

Manufacturer narrative:
This report is being submitted to correct the device codes field (f10) in section f, for use by uf/importer and device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to the physician cut this rv lead in half after tying down. This rv lead was replaced with same model, not implanted and will not be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to the physician cut this rv lead in half after tying down. This rv lead was replaced with same model, not implanted and will not be returned for analysis. No adverse patient effects were reported.